Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparoscopy and laparoscopic lysis of adhesions on (B)(6) 2019 during which the surgeon noted both preperitoneal and omental adhesions as well as some bowel adhesions to the mesh. With careful blunt and sharp dissection, the adhesions were mobilized from the mesh. The mesh was mobilized from the overlying abdominal wall and removed entirely. It was reported that the patient experienced severe pain, tenderness, bulging, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/18/2020. H6 patient code: 3191 - bulging. Additional b5 narrative: it was reported that following insertion the patient experienced hernia recurrence, nausea, scarring and bulging.